Event description:
It was reported that the attachment ran hot. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed the bearing was damaged and the colored rings on the coupling sleeve were missing. This was attributed to normal wear. Various parts were replaced. Device was repaired and returned to the customer.